Event description:
The customer reported while changing her reservoir she noticed a piece of plastic on the insulin pump was scratching her stomach. Troubleshooting was done. Customer's blood glucose was 313 mg/dl. Customer treated by injection. Customer stated that there was a crack inside of the reservoir compartment and there was a part in the ring that was missing. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, broken reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.